Event description:
Additional information received indicated the device was explanted and replaced. The patient was stable throughout the procedure.

Event description:
It was reported that an inpatient patient presented with premature battery depletion and no inductive telemetry on their pacemaker (pm). The patient was asymptomatic. No changes were made and there were no consequences to the patient.